Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged low blood glucose episode followed by rebound hyperglycemia and performed a fingerstick; the device problem and component were not determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included use of oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings and no device-related determination due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.